Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 147 to 172 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Currently, taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 300mg/dl and 321 mg/dl. Verified storage of product is within instructed spec. Test strip lot MFR's expiration date is 01/31/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1:307mg/dl (B)(6) 2015 07:30am, 2:290mg/dl (B)(6) 2015 07:45am, 3:260mg/dl (B)(6) 2015 06:21am, 4:228mg/dl (B)(6) 2015 09:00am, 5:232mg/dl (B)(6) 2015 07:40am. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had inaccurate reference.